Event description:
It was reported that the xenon light source was not detected and had error to show loose connection on the screen. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.